Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device and found that the reported phenomenon could not be duplicated. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed the otv-s190 that was sent with the subject device, and it was found that there was a possibility of the failure of the circuit board. Omsc surmised that the reported phenomenon occurred due to a failure of the otv-s190.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a procedure with the subject device and otv-s190, a scope communication error e216 and there was static on the monitor. The user replaced the subject device with another device to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.